Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks on lcd lens screen. During analysis, the customer's problem was able to be duplicated. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Expulsor will be trimmed to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test. No patient was involved in this event. No adverse effects were reported.